Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/14/2020. Device evaluation: the complaint product was received in its original packaging at the manufacturing site for evaluation. Plunger was observed in a partially advanced position. Cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed and lubricating material residues can be observed in the device. Lens was stuck at the cartridge tube. According to the initial report, there was no problem with the device. There is no issue reported to the lens. Based in the analysis there is no indications of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: unknown, information not provided. Initial reporter's last name: unknown, not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The customer reported that an anterior chamber lens was used due to broken capsule issue. No additional information was provided.